Event description:
The account alleged the bed had no nurse call function. No patient impact.

Manufacturer narrative:
The technician found the communication cable had shorted out. The technician replaced the communication cable to resolve the issue.